Event description:
The customer's mother called to report her son has been experiencing high blood glucose measuring at 300 mg/dl. No other bg level or history was provided. When the pod was deactivated, the user noticed the needle was sticking out and had not retracted back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction (needle never retracted) or to determine if it could have contributed to the hyperglycemia reported. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. "Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," it also advises "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."